Manufacturer narrative:
(B)(4). Date sent: 5/14/2025. B3: exact event date unk, entered 1/1/2025 as only the year was provided. D4: batch # unk. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. Additional information was requested and the following was obtained: was the firing sequence started but not completed? Yes. If yes: did the device deliver any staples? Yes, but it stuck halfway. If yes, were the staples formed properly? Unknown. If yes, was the staple line complete? No. Did the device cut? Yes. If yes, was the cut line complete? No. Was there any difficulty opening the device? No. Did the device cut? Yes. If yes, was the cut line complete? No. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unk procedure, the clip cannot be discharged. No patient consequences were reported.